Manufacturer narrative:
Investigation of this case revealed a persistent power subsystem malfunction associated with vbuck over/under voltage, consistent with a pump electronics issue. It was concluded that the cause was a device hardware malfunction of the power regulation circuitry.

Event description:
It was reported that the ilet generated persistent restart alerts indicating host 3p0 over/under voltage, vbuck boost over/under voltage, and vboost 5p0 over/under voltage, which did not clear despite multiple guided restarts and alert dismiss attempts; the device was processed for out-of-box replacement and the user was instructed on shutdown, data syncing to the mobile app, and that setup would be required on the replacement. Symptoms included device alarms. Outcomes included device replacement logistics and instructions to continue cgm use with the dexcom app or receiver. Investigation included customer troubleshooting and review of device behavior during restart attempts. Investigation of this case revealed a persistent power subsystem malfunction associated with vbuck over/under voltage, consistent with a pump electronics issue. It was concluded that the cause was a device hardware malfunction of the power regulation circuitry.